Event description:
The customer received a blood glucose reading of 336 mg/dl on the contour next link. He felt dizzy like he was going to pass out. He ate crackers and jelly, and drank soda. He felt better and 15 minutes later his blood glucose reading was 94 mg/dl. Strip information was not provided. Strips were not expected to be returned for evaluation. A new meter was sent to the customer.